Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one day post implant the implantable cardiac monitor had recorded pause episodes that appeared to be due to undersensing and loss of contact. The device was explanted and replaced. No patient complications have been reported as a result of this event.